Event description:
The end user alleges while operating the motorized wheelchair on a floating boat ramp which suddenly moved, she fell out of the equipment and allegedly fractured her left hip. The end user reports that she was not wearing a seat belt.

Manufacturer narrative:
No malfunction of the motorized wheelchair suspected. The motorized wheelchair performed as intended upon field evaluation. The end user reported operating the motorized wheelchair on a floating boat ramp without the use of seat belt. Hoveround's owner's manual warns end user's, "do not operate on ramps without side rails or ramps that do not comply with ada standards" and "always use the seat belt".